Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012224767); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and the valve was deployed at a depth of approximately 4 mm. Per the physician, the valve was deployed too deep and it was recaptured. Upon recapture, an infold was observed in the valve frame. Two more attempts were made to deploy the valve, but both attempts also resulted in recapture. Following the third recapture, the valve and dcs were withdrawn from the patient. A new valve was loaded into a new dcs and implanted in the patient. The event resulted a procedural delay of approximately 20 minutes. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original packaging fully submerged in clear solution. As received, all leaflets were in an open position. The leaflets were flexible. All leaflets exhibited signs of creases; tissue conditions associated with the crimping and recapturing process. No tears or damages were noted. Remnants of thrombotic-appearing host material was observed on all commissures. All commissures were intact. The valve was received in a partially compressed state at the inflow around the valve skirt. Remnants of thrombotic host material were observed on the leaflets, outer wrap, and commissures. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded to full dilation. No kinks or distortions were noted on the frame. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no frame anomalies were noted. The valve continued to be deployed up to the point of no recapture without issue. To simulate the reported event of infolding observed during recapture, the valve was recaptured. The valve fully retracted; no issues or anomalies were observed. A complete deployment of the valve was performed; no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.